Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's husband alleges his wife lifted chair to get out of and it the chair allegedly lifted her way too far and she fell onto floor onto her butt.